Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on (B)(6) 2025, the cgm was showing readings between 60-70 mg/dl. Based on the cgm value, the patient self-treated with candy and chocolate. Despite this, the patient¿s cgm value did not rise. There were no bg meter comparison values taken and the patient was asymptomatic. The patient went to the ER for evaluation, where the patient¿s bg meter reading was 300 mg/dl. There were no cgm value reported but it was stated the cgm continued to show unspecified low readings. The patient was treated with IV fluids. It was not specified how long the patient was in the ER prior to being discharged. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.